Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.(B)(4).

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced the cannulla breaking off or pulling out during use. The following information was provided by the initial reporter. The customer stated: "it was reported that the needles are bending or breaking off at the hub. They are having issues with needles bending or breaking off at the hub on their 22g eclipse."